Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Pt is using a samsung galaxy a51 for a year already

Manufacturer narrative:
(B)(4).